Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible rupture of mammary implant and capsular contracture". These are a known potential adverse events addressed in the product labeling.

Event description:
Physician reported left-side "possible rupture of mammary implant and capsular contracture". Device has been explanted.

Event description:
Healthcare professional reported left side "possible rupture of mammary implant" and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, wear abrasion, crease fold, white particles (calcification), two openings curved on the anterior, the weight of the device was within specification and observed 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified, two openings crease smooth on the anterior. Based on the device analysis, the final assessment is: two crease smooth openings due to fold flaw opening.

Event description:
Physician reported left-side "possible rupture of mammary implant and capsular contracture". Device has been explanted.